Event description:
It was reported that bd maxzero needless connector had connection issuesthe following information was received by the initial reporter with the following verbatimit was reported by the customer that unable to remove the max zero needless connector from some of the central line lumens at the 4 or 7 day mark after being cleaned with the prev antics and there is also a white film buildup in the connection lumens of the needless connector and at the connection of the central line lumen.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.